Event description:
Philips received a complaint from the customer biomed reporting the v60 ventilator shut down while in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The device shut down with a pressure regulation high error message, confirmed through review of the device event log. The rse advised the bme to complete performance verification testing (pvt). The device passed pvt and the issue did not recur. The bme reported running the unit for an extended test time (72 hours) and the issue could not be reproduced. The device was confirmed to be operating per specifications and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.